Manufacturer narrative:
The cobas e411 rack serial number was (B)(6) . The customer asked about the increasing trend of sample 2. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer when compared to a siemens advia centaur xp platform in another facility and to a different e411 immunoassay analyzer in another laboratory. Sample 1: initial result: 781.7 miu/ml (tested on the 1st e411). 1st repeat result: 776.9 miu/ml (tested on the 1st e411). 2nd repeat result: 895 miu/ml (tested on a siemens advia centaur xp in another facility). 3rd repeat result: 771.9 miu/ml (tested after calibration). 4th repeat result: 672.1 miu/ml (tested on an e411 in another laboratory). Sample 2 was tested on (B)(6) 2024: initial result: 1129 miu/ml (tested on the 1st e411). 1st repeat result: 1112 miu/ml (tested on the 1st e411). 2nd repeat result: 807 miu/ml (tested on a siemens advia centaur xp in another facility). 3rd repeat result: 1159 miu/ml (tested after calibration). 4th repeat result: 1023 miu/ml (tested on an e411 in another laboratory). Sample 3 was tested on (B)(6) 2024: initial result: 623.5 miu/ml (tested on the 1st e411). 1st repeat result: 632.1 miu/ml (tested on the 1st e411). 2nd repeat result: 716 miu/ml (tested on a siemens advia centaur xp in another facility). 3rd repeat result: 612.4 miu/ml (tested after calibration). 4th repeat result: 536.4 miu/ml (tested on an e411 in another laboratory). The physician questioned the initial results. On (B)(6) 2024, the customer repeated samples on the same e411 and the 1st repeat results were consistent. On the same day, the customer sent the samples to another hospital to be tested on a different platform (siemens advia centaur xp). On (B)(6) 2024, the customer performed calibration and repeated the samples for the 3rd time. On (B)(6) 2024, the customer then sent the samples to another laboratory using a different cobas e411 immunoassay analyzer to be repeated for the 4th time.

Manufacturer narrative:
The customer confirmed that all samples were serum samples. Calibration and qc were acceptable. The pictures of the analyzer showed some discoloration and contamination where the general cleanliness was not optimal. A general analyzer issue was not obvious. The provided pre-analytical data showed that the conditions for the preparation of sample 2 were not optimal which is consistent with a sample quality issue. A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation did not identify a product problem. The specific cause of the event could not be determined, however, the information available suggests the event may be due to a preanalytic issues (secondary tubes in which the samples were transferred for measurement, general sample quality, and contamination) at the customer site.